Event description:
Patient was scheduled for a bone biopsy. Physician was placing the specimen in a cup for testing. When he pressed the trigger to release the specimen, the handle bent and snapped off. The end of the needle nearly missed the thumb of the physician.